Event description:
During a tfn procedure surgeon was inserting the helical blade and was impacting the helical blade coupling screw. The head of the coupling screw broke off at the weld. All broken pieces were retrieved. It was reported there was no harm to the patient; the patient is reportedly recovering well.

Manufacturer narrative:
Device used for treatment. Device is an instrument and is not implanted or explanted. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product which was released was manufactured to specifications. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Product development engineer evaluated the device and the report indicates the knurled knob is sheared from the shaft at the junction where the shaft enters the knob. The contact surface on the underside of the knob that seats against the mating surface of the inserter is deformed and discolored with what appears to be rust. The opposite side of the knob (hammer impact side) exhibits a hammered surface. The subject device has been designed to be subjected to numerous hammer blows and with all devices they have a maximum fatigue cycle life. Other conditions can cause the same mode of failure; i.e. Hammering off axis and hammering when the connecting screw is loose. Per the lot number this device seems to have been in service since early 2007. Complaints have been reported with this condition since the inception of the device and is a know failure mode. When this failure occurs the case can be continued until the helical blade is seated. The surgeon will then need to use one of the conical extraction screws (387.34 or 309.520) from the screw removal set to unscrew the connecting screw shaft and retrieve the broken fragment. The design risk assessment was reviewed and found to be adequate for the intended use.